Event description:
Procedure: robotic vats/wedge resection. According to the reporter: there was difficulty loading/firing the first handle. A second handle was opened using the same load. It fired correctly but it would not pull back to release off tissue. Tissue around the jaws was cauterized in order to remove the device and complete the case. Or time was extended approximately 30-40 minutes.